Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and two three-way stop cocks was returned for evaluation. A non-edwards introducer and non-edwards contamination shield were located on the catheter body between 28 cm and 110 cm proximal from the catheter tip. A (B)(4) label was returned with the unit. No packaging was returned. As received, blood was observed from the optical module connector, from the strain relief, under the balloon latex, inside the gate valve, and inside the contamination shield. The attached non-edwards introducer and non-edwards contamination shield were removed for evaluation. The catheter body was found to have two punctures, <0.5 mm long and <0.5 mm long respectively, at 29.5 cm proximal from the catheter tip. These punctures were located on the opposite side of each other. A scratch mark , 0.5 mm long, was observed around one of the puncture. The punctures entered into the proximal injectate, optical fiber and balloon inflation lumens. The distal lumen was patent without any leakage or occlusion. The balloon inflation lumen was occluded from the punctures to the catheter tip by clotted blood. The balloon did not inflate due to the leakage and the occlusion. No visible damage to the balloon or returned syringe was found. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of blood leakage issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that blood leakage was observed from the optical module connector on the second day of use. The catheter was used for coronary artery bypass graft surgery. Although there was blood leakage observed, there were no patient complications reported by the customer.